Event description:
Additional follow up information received reported that the patient still had concerns regarding their device therapy (¿not resolved¿) but was working with their doctor and the manufacturer¿s representative. It was confirmed that the patient went to the emergency room (ER) as a result of the car accident (date noted as (B)(6) 2013). The patient had also visited the ER on (B)(6) 2013 for ¿bladder issues¿ because the device was not working. It was noted that the lead component had ¿pulled out¿ as a result of the car accident. The patient had an appointment for next week. The patient had a catheter ¿right now¿. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3093-28, lot# va08f3d, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported a few months after the car accident, an impedance check was run and impedances readings were greater than 4000 on all electrode combinations except for one. The patient was programmed to be on that one combination. It was also reported that that the system had high impedances greater than 4000 on all electrodes. Patient symptoms included less than 50 percent therapy relief. There was a lead break or fracture. Diagnostic testing or troubleshooting included reprogramming, x-rays, and impedance testing. The defective devices were surgically removed and new devices were re-implanted. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that following the car accident the patient went home and fell asleep for 3 straight days. The patient was home bound and had to have a foley catheter for 3 months and then self-catheterize for 6 months.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: no significant anomalies. The device was functionally okay. Final device analysis of the lead revealed the following: #0, #1, and #2 conductors are broken 4.0 centimeters from the distal end of the lead. The lead functional test determined there were open circuits on #0, #1, and #2 conductors. The impedance measurement on circuit #3 was 84.1 ohms. No shorts between the circuits.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient was receiving 50% or greater symptom reduction. It was also noted that implantable neurostimulator ins was removed due to non functional device. The patient was reported to have recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va08f3d, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a shocking/jolting sensation, stimulation in the wrong location, and a loss of therapeutic effect following a car accident on (B)(6) 2013 in which they were hit from behind at 40 mph (patient stated that they only weighed 105 lbs). It was noted that when they turned the device up to 6.6 it gave them a sharp jolt/¿poked¿ in the labia. The patient stated that their implantable neurostimulator (ins) had worked ¿fabulous¿ before the accident and that they kept at certain settings (used settings 1, 2, 3, and 4). The patient had the device implanted for urinary and bowel incontinence and to help following a full hysterectomy ((B)(6) 2012). It was noted that the lead component ¿had pulled out from the accident¿. The patient had been in to see their physician after the accident and showed him that they could turn the ins up to 8.8 and their toes would not move. The patient stated that their physician ¿could see it was not working¿ and put the patient on vesicare. In addition, it was reported that shortly after the accident, the patient ended up in the emergency room on (B)(6) 2013 because they had not gone to the bathroom in 4 d ays. The patient had to be ¿drained¿ where the obtained 2200 to 2400 cc from their bladder and had to be sent home with a catheter. The patient stated that they saw their physician on (B)(6) 2013. The patient was wearing a diaper now. Follow up information received from the healthcare professional (hcp) reported that the cause of the event was a motor vehicle accident and that surgical intervention was pending. It was confirmed that the lead had dislodged/migrated. Patient symptoms of battery pain when the ins was turned on were also reported. No hospitalization was required for the event and the patient outcome was reported as no injury. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.